Event description:
The report we received via the study indicated that the patient experienced a rupture of an anterior communicating aneurysm in 2005. The aneurysm was 5mm by 4mm in length, with a neck of 2mm (0.4 neck/sac ratio). An intracranial shunt had been placed within the last seven days. Four coils were placed into the aneurysm via a prowler select microcatheter. The coils placed during the index procedure were as follows: (1) 637mf0410, (1) 637mf0304, (1) 637hf0204, and (1) 637mf0202. A satisfactory result was noted with the last coil placed. The homogeneous and complete neck coverage of the aneurysm was noted to be suboptimal, as was the residual neck. Coil positioning, conformability and stability, as well as microcatheter tip placement were noted to be excellent. A follow-up in 2005 revealed growth of the treated aneurysm. The next month, an attempt was made to treat the aneurysm. The account indicated that the physician was unable to place a coil in the aneurysm, which at this point it time was no longer ruptured, and now only 2mm x 2mm wide, with a neck of 1.5mm (neck/sac ratio now 0.75). The coil that was attempted to be placed was a 2x 1.5 mini orbit complex, catalog number 637mf0201. A tracker excel mc was used with the coil. The coil was said to have popped out of the aneurysm after detachment. The coil was snared and retrieved without difficulty. It was noted that the treating physician inferred that the aneurysm was too small for the coil. No further attempts at coil placement were made. Additional patient and procedural information has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of five products used on the same patient during two different procedures to treat the same aneurysm. Please reference #s 1058196-2006-00157, 00158, 00159, 00160 and 00161.